Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2020.

Event description:
It was reported that the unit's backup battery was not charging or the plug was not working. It was also reported that the battery lights on the unit were flashing. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The external batteries failed testing and the battery lights on the bottom of the cart battery were flashing. The fse replaced the battery with an external battery the customer provided; however, the issue persisted. Due to the unit being out of service life and no parts available for the external battery, the customer elected to remove the unit from service.